Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, the system was explanted and replaced. It was suspected there was a catheter issue. It was reported a dye study was attempted, but the health care provider was unable to aspirate the catheter. It was noted the pump was replaced due to the upcoming elective replacement indicator. It was reported there was a suspected issue with a second catheter, and a dye study was performed on this catheter. It was reported there was increased spasticity at the catheter track. It was noted the increased spasticity made it difficult for the patient to walk. The patient status was noted as alive with no injury. The pump was used to deliver lioresal. Additional information reported the catheter issue was unable to be determined and the location of the issue was unknown. It was reported the patient was doing well and receiving therapy.

Manufacturer narrative:
Returned for analysis was the pump and the catheter. Analysis of the pump revealed no anomaly, normal device function. There multiple motor stalls and motor stall recoveries were seen in the logs. After doing further analysis nothing significant that may cause the motor stall was found. Catheter was returned in 4 segments. There was an indent in the cup (or seal) of the sc connector but this indent was determine to be non-significant. Testing revealed a leak in segment 3 in an area between the 26 and 27 cm markings on the catheter. Under microscope inspection, what appears to be hole was found in this area. It was not possible to determine how this possible hole may have occurred. It was also unknown if the damage occurred before or during implant or after explant. However, the hole was determined not related to the manufacture of the catheter. A suture was applied directly on the catheter body of segment 3 where the pin connector was located.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.